Event description:
A nurse reported that the equipment wouldn't turn. No system messages were displayed. The event occurred prior to surgery; however, two pts had received local anesthetic blocks and sedation in preparation for surgery. Their cases were cancelled. No pt identifiers were provided, and no harm to either pt was reported.

Manufacturer narrative:
A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The company representative examined the system and found a power on/off issue. The host module was replaced. Preventive maintenance was performed. The system was then tested adn met all product specifications. No sample returned for evaluation. The root cause is unk. (B)(4).